Event description:
During a laparoscopic cholecystectomy the gasket of a 511sd trocar tore, dislodged from the trocar, and landed in the pt's abdomen. The gasket was removed and the case completed without incident. There was no consequence to the pt.